Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "exchange of implant with no complaint against the device". A visual analysis of the returned device identified: crease fold and opening on posterior. Leak test and microscopic analysis was performed which identified: striated opening on posterior and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening on posterior and posterior assessed as surgical damage.

Event description:
Patient reported a left side "exchange of implant with no complaint against the device" confirmed by physician. Physician later reported ¿grade 4 capsule¿ contraction. The device was replaced.

Event description:
Patient reported a left side capsular contracture, baker grade IV. The device was explanted and replaced.